Event description:
It was reported during in clinic follow up that the right atrial lead had dislodged. Diagnostic imaging confirmed dislodgement and the lead exhibited loss of capture. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.